Event description:
Two endeavor rx stents were implanted in the mid rca. It is reported that the patient suffered a gi bleed approximately 5 months post index procedure. Patient was on aspirin and clopidogrel at the time of the event. Aspirin was stopped on the day of the gi bleed. The investigator has indicated the gi bleed was not related to the study device. Approximately 2 years and 9 months post the index procedure the patient presented to an emergency room and died several days later. The investigator has indicated the patient death was related to lymphocytic leukaemia (cancer).the investigator has indicated the death was not related to the study device.

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (haemorrhage). (B)(4).